Event description:
During an in-clinic follow-up, the device was interrogated and the auditory patient notifier was tested, however no sound was heard during testing. A magnet was placed to evoke the magnet notifier but it was also not responsive. While troubleshooting for the patient notifier, the device went into back-up vvi (bvvi) mode with back defibrillation therapy disabled. The device was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of reset was confirmed. Based on the information provided, it was determined that the device firmware was working as expected. The root cause of the reset was determined to be hardware-related. The reported event of no notifier audible prompt and unexpected reset were confirmed. Upon receipt, the device was at near beginning-of-life (bol) voltage with normal output and telemetry communication. Analysis of the device image indicated that a hardware reset had occurred, and being reprogrammed to normal mode in the field. The issue of the missing notifier sound was initially reproduced upon receipt; however, it was resolved after light mechanical pressure was applied to the device¿s metal housing. The device was subsequently cut-opened for internal visual inspection, which revealed no observable anomalies.